Event description:
Healthcare provider reported "MRI examination, rupture was detected". This record is for the left side. The device has been explanted and was replaced.

Manufacturer narrative:
Continued: e1- address: (B)(6). Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation.

Event description:
Healthcare provider reported "MRI examination, rupture was detected". This record is for the left side. The device has been explanted and was replaced with another manufacturer's device.